Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step and the active exhalation control module was replaced to address the issue. The device also alarmed for a service required alarm condition that requires the internal battery to be replaced. The estimate was rejected by the customer and the device scrapped. No components were replaced for these issues.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue. The component had evidence of physical damage.